Event description:
It was reported that the insulin pump alarmed button error multiple times. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with all the buttons functioning properly, no damage on the keypad assembly. No button error alarm. Inspected j2 connector on lcd and no unlock keypad connector. The insulin pump has minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.